Event description:
The initial reporter received occasional questionable uric acid (ua2) results from patient samples tested on the .cobas 8000 c702 module. The reporter was able to provide two patient samples with discrepant results: the reporter stated that the initial results were not reported outside of the laboratory as they did not match the patient's clinical diagnosis alerting them to an issue with the results. Sample 1 the initial result was 15 umol/l. The repeat result was 420 umol/l. Sample 2 the initial result was 2 umol/l. The repeat result was 361 umol/l.

Manufacturer narrative:
The serial number of the cobas 8000 c702 module is (B)(6). The field service representative (fsr) performed the necessary repairs and checked the sampling system. He also replaced the reagent probe. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.